Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, certified diabetes educator reported that pt experienced pain at her infusion site and hyperglycemia when using the infusion sets. Pt received training and started infusion device therapy on (B)(6) 2011. Normal blood glucose range is 100-150 mg/dl, and blood glucose elevated to the 300 mg/dl range. Pt reported the infusion site seemed infected, was "seriously painful", and had pus draining from it. F/u was attempted on (B)(6) 2011 and was unsuccessful. Pt then called on (B)(6) 2011 to provide add'l details. Infusion needle is used for 2 days, and it becomes painful on the second day of use. Blood and pus drain from the infusion site after the needle is removed. This has occurred with 3 different infusion sets and with 3 different infusion sites. Pt was prescribed an antibiotic by her health care provider to treat the infection. Infusion site is cleansed with alcohol wipe prior to insertion. There is no scar tissue, hair, or bruising at the infusion sites. Product was replaced with a different type of infusion set. Alleged infusion sets were not available to return for eval.